Event description:
An international customer reported an event of a "smell " (odor) emitting from the sterrad® nx sterilizer. One healthcare worker (hcw) experienced a reaction of nose and throat irritation. The hcw did not seek or receive any medical attention/treatment and is reported to be fine. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Per the investigation, this odor/smells complaint was the result of a non-vacuum system vapor related odor. The failure mode for this event of odor was not related to the use of a less oxidatively stable vacuum pump oil addressed in CAPA. As a result, this complaint is deemed not reportable for odor/smells because there is no serious injury trigger related to chamber odors due to cancelled cycles in sterrad® sterilizers. Also, if this malfunction were to reoccur, a serious injury or death is not likely.

Manufacturer narrative:
The field service engineer performed a corrective maintenance and the vacuum control valve was replaced. Unit meets specifications and was returned to service.